Event description:
As reported: index and revision surgery of a right total knee replacement. Revision was performed due to complaint of pain and suspicion of tibial loosening due to x-rays. It was determined that the tibia and femur were well fixed and a 12 mm insert added stability."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.